Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 18g nexiva unit from lot 2312135 was provided for investigation. The cannister and septum were noted to be deformed within the catheter adapter, which likely created a fluid path that allowed fluid to leak. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: IV leaking at the point where the needle retracts. New IV had to be placed.